Event description:
It was reported that the left ventricular lead dislodged resulting in an increase in threshold. The physician was unable to access the desired alternate coronary sinus branch and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed.